Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor's electrode belt receptacle guide pin being bent, causing it to not plug into the monitor. The root cause for the receptacle¿s bent pin was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).